Event description:
Reportedly, the instrument port pierced the bowel when it penetrated the abdominal cavity, causing the bowel to rupture. The patient required vascular surgery to repair the bowel and the procedure was completed without further incident.